Event description:
A malfunction alarm occurred with malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump and was instructed to continue using the pump while monitoring for any recurrence of the malfunction code.